Manufacturer narrative:
(B)(4). Date sent: 09/20/2019. Date of event: unknown. (B)(4). The lot was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported via journal article: title: laparoscopic removal of a linx device, nissen fundoplication and heinekemikulicz pyloroplasty. Author/s: zorrilla-nunez l.f., rosenthal r., kichler k., ganga r., szomstein s., menzo e.l. Citation: surgical endoscopy and other interventional techniques. 2018; conference: 16th world congress of endoscopic surgery. United states. 32 (1 supplement 1): s75; http://dx.doi.org/10.1007/s00464. This is a case report concerning a (B)(6)-year-old female patient who underwent laparoscopic linx (ethicon) device placement for gastroesophageal reflux disease (gerd) with esophagitis approximately eight months prior to presentation. Her symptoms did not improve after device implantation. Laparoscopic linx device removal, reclosure of the diaphragmatic hiatus, nissen fundoplication, and heineke-mikulicz pyloroplasty were performed for her gerd and gastroparesis. In the procedure, both vagal nerves were intimately involved and scarred in with the previous linx device. The patient recovered well.